Event description:
It was reported that the foley catheter balloon did not inflate after insertion and there was a pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not inflate after insertion and there was a pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not inflate after insertion and there was a pinhole.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Received four photos for evaluation. The first one shows a top view of a 2-way all silicone catheter. The second photo shows the catheter's deflated balloon and tip. The last two photos show the catheter's cap and tray's label. Received 1 all-silicone foley catheter with sample port connector. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) however the solution immediately leaked to the drainage lumen indicating lumen to lumen leak. The returned sample does not meet specification as per inspection procedure ip7603444 revision 0 which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.